Manufacturer narrative:
It was reported to intuvie that the infusion pump failed the ground resistance test at 0.154ohm. The passing specification for the ground resistance test is < 0.1ohm. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an intermittent failure. During retesting the ground resistance test passed at a value of 0.097ohm. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that the infusion pump failed the ground resistance test at 0.154ohm. The passing specification for the ground resistance test is < 0.1ohm. No patient involvement was reported.

Manufacturer narrative:
This supplement serves as a correction: the probable cause was unknown, but during the second test the pump passed the ground resistance test at 0.097ohm. Reference to complaint#: (B)(4).